Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There were contact marks on the surface of the probe and the jaw. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue and the proximal side of the jaw and probe came into contact with each other. Then the probe cracked. After that, the probe was broken when the probe received a load outputting or grasping tissue.

Event description:
The subject device was used during a right hemi colectomy. The probe of the device was broken and probe tip fell off. Then the error message (ultrasonic level error) was displayed. It was not reported whether the probe tip fell inside pt or not. But the probe tip was returned to the olympus with the device, so olympus found that the probe tip didn't' remain in the pt body. There was no pt injury reported. Olympus has followed up with user facility to obtain additional info regarding the reported event, but with no result.